Manufacturer narrative:
(B)(4). Batch # t92h9l. Additional information was requested, and the following was obtained: can you please clarify how the clip was not fed into the jaws ""properly""? Did the clip feed sideways into the jaws? Did the clip feed slowly into the jaws? No further information is available. Did the clip not feed at all into the jaws? Please clarify the event. No further information is available. Device analysis: the analysis results found that the el5ml device was returned with no damage in the external components. In addition, the tyvek (t92d9t) from another device was returned along with the instrument. In an attempt to replicate the reported event, the device was tested for functionality. Upon testing, the device was fired and the clips did not advance into the jaw. The device was noted to have the tip of the advancer bent. The instrument was disassembled, upon disassembly the advancer was confirmed to be bent and 6 clips were found inside clip track. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. The reported complaint was confirmed. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device lot t92h9l number, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch t92h9l number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic cholecystectomy, the clip was not fed into the jaws properly at the first firing on the blood vessel. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.